Manufacturer narrative:
Evaluation of the returned pod pc confirmed that the embolization coil was detached from the pusher assembly and that the pusher assembly was fractured. If the device is manipulated against resistance, damage such as a kink and subsequent fracture on the pusher assembly may occur. The detached embolization coil was likely due to the fractured pusher assembly segments being separated, and the pull wire being retracted out of the pusher assembly distal tip. The root cause of resistance during the procedure could not be determined. Penumbra coils are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure in the left internal iliac artery (iia) using a lantern delivery microcatheter (lantern), pod packing coils (pod pc), non-penumbra coils, and a non-penumbra catheter. It was noted that the patient¿s anatomy was moderately tortuous and calcified. During the procedure, the physician successfully implanted two non-penumbra coils and four pod pcs into the target vessel using the lantern. The physician advanced another pod pc into the target vessel; however, the pod pc would not fit. After making a few attempts to retract the pod pc, the pusher assembly fractured. Therefore, the lantern containing the pod pc was removed. After removing the pod pc from the lantern on the back table, the hospital staff found that the pod pc had unintentionally detached. The procedure was completed using a new pod pc and the same lantern. There was no report of an adverse effect to the patient.

Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation. H3 other text : placeholder.